Event description:
Information received by medtronic indicated that the insulin pump had a failed battery test or rejected new batteries and the pump was louder during rewind. The customer also stated that they had to rewind more than once during reservoir change. There were unexplained or random no delivery alarm and the insulin pump would shut down unexpectedly after screen went white and had to be rebooted. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.